Manufacturer narrative:
H3 - other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that one set of pediatric filtered tubing was leaking out around the filter. Tubing replaced. There was patient involvement. The medical intervention required was an IV tubing change after discovery of the leak. The outcome of the event was resolved.

Manufacturer narrative:
Investigation summary: the affected devices were received for evaluation. The two (2) returned samples were visually inspected under microscope to determine the cause of the leakage. It was observed that the two (2) parts exhibited lack of solvent between the bonding union of the tube. A water leak test was conducted and exhibited a leak. Both of the samples were tested in a pull test and found the samples to be acceptable. Both samples tubing were measured using micro-vu and were found within specifications. The customer's indicated failure was duplicated and confirmed through functional testing. The root cause was identified to be the lack of solvent between the bonding union of tube. A device history record could not be completed as no lot number was received. As a result, no action was taken due to the condition of the device. It was deemed to be beyond economical repair and will be scrapped.